Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter does not turn on. In addition, there is an error message issue. The complaint was classified based on the customer care advocate (cca) documentation. The error message and power issue began approximately 2 months ago. At the time of concern, the patient increased her insulin regimen. The patient subsequently was hospitalized and was tested on an ER meter at ¿700 mg/dl¿ and required treatment with IV fluid. She had symptoms described as ¿vomit and body aches.¿ during troubleshooting, the error message and power issue could not be resolved. There was no product misuse. The subject meter did not power on with the power button or the insertion of the lfs test strips. Based on the information provided, the test strips did not need to be replaced. This complaint is being reported because the patient required medical intervention for hyperglycemia after the power issue and error message began. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.